Event description:
It was reported that a patient underwent a breast reduction procedure on (B)(6) 2010, and suture was used. The needle came away from the suture after passing through the tissue 2-3 times. There was no adverse patient consequences provided.

Manufacturer narrative:
(B)(4). (B)(4). The actual device was returned for evaluation. The evidence of this examination indicates the breakage occurred when the needle was gripped at the attaching area during use. The device information for use cautions the user that "to avoid damaging the needle points and swage areas, grasp the needle in an area one third to one-half the distance from the swaged end to the point. Care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders." In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.